Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient (pt) received the new recharger (rtm) and keeps charging the ins full, but they hadn't felt any stim in their legs since they got the new rtm. Pt confirmed they usually would feel stim. Patient let it go for a couple days to see if it needed to get settled in their system again but never felt the stimulation in their legs. The patient stated they were currently charging the implant back up but the implant was at 0%. Pt called back with their ins recharged to 90% and said they did not feel any buzzing in their legs since they got the recharger. During call pt verified they had stimulation on for they only had group a program 1; when pt attempted to increase intensity they got settings not available. When asked pt said they fell two weeks ago.

Event description:
Additional information was received from a patient (pt). It was reported that the rep had reset the controller and they had received a new cord in order to resolve the settings not available message/loss of stimulation. The pt reported that the issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. H3: analysis of the recharger (serial# (B)(6) found it failed the antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) said they were trying to charge their ins and it kept "kicking off". Pt said it would charge for 2-3 minutes and then they would get a call mdt screen. Pt said their feet, legs and mid back were killing them since they couldn't get their ins charged yesterday. Patient services (pss) walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing (controller 90%, ins 40%). Pt then started a charging session of their ins and confirmed it was recharging with excellent quality. After a few minutes of charging, pt then received a system problem rm03. Pt inspected the  recharger (rtm) and did not notice any damage however, they said they do notice the rtm paddle getting hot while charging. An email was sent to the repair department to replace the device. Pt called back to confirm what rtm was the old one to send back as they got the two mixed up and couldn't tell. Pt called back from number registered saying they got the new rtm and keeps charging the ins full, but they hadn't felt any stim in their legs since they got the new rtm. Pt confirmed they usually would feel stim. Pt did not have controller with them during the call. Patient let it go for a couple days to see if it needed to get settled in their system again but never felt the stimulation in their legs. Patient said they are currently charging the implant back up but the implant is at 0%. Patient stated they will call back later today once the implant is charged for further troubleshooting. Pt called back with their ins recharged to 90% and said they did not feel any buzzing in their legs since they got the recharger. During call pt verified they had stimulation on for they only had group a program 1; when pt attempted to increase intensity they got settings not available. When asked pt said they fell two weeks ago. Additional information was received from a patient (pt). It was reported that the rep had reset the controller and they had received a new cord in order to resolve the settings not available message/loss of stimulation. The pt reported that the issue has been resolved.